Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (bmt) reported a 12v low in heat disinfect mode. The bmt reportedly swapped the power logic board, and the 24v main cable. The bmt stated there was some noticeable white wires in the power supply that show signs of overheating. The bmt was suggested to replace the power supply and was provided the part number. Additional information was requested but was not received to date.

Event description:
A user facility biomedical technician (bmt) reported a 12v low in heat disinfect mode. The bmt reportedly swapped the power logic board, and the 24v main cable. The bmt stated there was some noticeable white wires in the power supply that show signs of overheating. The bmt was suggested to replace the power supply and was provided the part number. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.